Event description:
Update (B)(4): the cleaning of the operative field at 2014/jun/5 and the product was not explanted.

Event description:
After tha operation due to oa using trident cup and mdm liner and accolade2 stem, the crp rose to 18.5. After this, administered vancomycin-group antibiotic and crp was decreased to 8.6 at (B)(6) 2014. The doctor thought the possibility of infection, follow-up now. Causal relationship with the product is unknown.

Manufacturer narrative:
Additional devices listed in this report: cat # 6721-0535, lot # 45752604, description: size 5 accolade ii 127 deg . Cat # 508-11-56f, lot # 45591301, description: trident hemispherical multi. Cat # 6260-5-228, lot # unknown, description: 28mm +4 v40 taper vit head. Cat # 626-00-46f, lot # 44610601, description: modular dual mobility insert. Cat # 2030-6516-1, lot #¿s mmtann, mmrxra, and mmtwk3, description: 6.5 cancellous bone screw 16mm. Cat # 2030-6520-1, lot # mmth39, description: 6.5 cancellous bone screw 20mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6). The device remained implanted. An event regarding infection involving an adm liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.